Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited noise over-sensing, the rv lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.

Event description:
Device tech has noted rv noise via merlin. Unknown patient weight. No patient issues. Not dependent. Capped old rv lead and replaced with a new one today. Patient discharged with no issues.